Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6) implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that when the recharger is on the charging dock it will turn on by itself and the light will spin like it's searching for the device and you will have to turn it off. Patient stated this occurs 3-4 times per day. Patient confirmed recharger is on charging dock with dock plugged into correct charging cord/getting power when this occurs. They first noticed this issue started "maybe 3 weeks to a month ago." They spoke with a manufacturer representative (rep) about this today and was advised to contact patient services (ps). An email was sent to the repair department for recharger replacement. Patient stated the rep suggested they make sure there was a piece of clothing "or something" between patient's skin and recharger. Patient stated they have done that but reported they are still getting shocked. The rep advised patient may need to "turn down charging." Walked patient through troubleshooting steps for uncomfortable charging. Patient stated they feel shocking sensation when recharger connects with ins to charge, not while searching. Patient reported location they feel shocking sensation is "on my back, just a little above it (ins)." Patient added a thicker layer of clothing in between their skin and their recharger (patient stated they were charging over pants/underwear). Patient initially stated they were not feeling shocking sensation when recharger connected to charge on the call but then stated recharger was searching for device again. Patient applied comfortable pressure and was sitting while charging. Reviewed to ensure clothing is between entire recharger and skin. Patient stated charging speed was on the fastest setting. Patient repositioned recharger and connected to charge and reported still feeling shocking sensation a little bit but stated it did not really feel any better than it did before. Patient successfully decreased charging speed to lower setting but stated they were still feeling same shocking sensation when connected to charge and stated they did not notice any difference. Patient made a comment on the call that recharger did not want to stay connected. Patient later confirmed able to connect with ins to charge ag ain. Patient reported they only feel shocking sensation when recharger connects with their ins. Patient stated shocking sensation was the same despite adding thicker layer of clothing and reducing charging speed. Patient also stated rep changed their therapy settings as they thought that might be part of the problem but stated that did not resolve the issue. Sent email to repair for recharger replacement as noted above.